Event description:
It was reported that during an unknown procedure that the stapler appeared defective, the green check was illuminated and checked before firing. The device was attempted to use. Another device with the same product code was opened and utilized to complete the procedure. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 9/14/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify provide more details for "stapler appeared defective..attempted to us"? 2. Where within the gap setting scale was the orange indicator prior to firing? 3. What confirmation was received that the device was fully fired? 4. Did the device staple? 5. Was the staple line complete? 6. Were there any staples missing from the staple line? 7. What was the shape of the staples (b-formation, irregular, legs straight)? 8. Were the staples deployed into the tissue? 9. Were the staples seen in the surgical field? 10. Did the device cut? 11. Was the cut line fully circumferential around the target tissue? 12. If the device fully cut, were both tissue donuts present? 13. If the device fully cut, were both donuts complete? 14. How many counter-clockwise revolutions were used to open the device? 15. How was it confirmed that the anvil was free from the tissue prior to removing? 16. After firing was the adjusting knob turned ½ to ¾ revolutions? 17. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? 18. Who fired the device? 19. Who removed the device? 20. Was the safety reset prior to removal? 21. What was the users experience with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2023. D4: batch #379c75 . Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present, the device was fully loaded with staples, indicating that the device had not been fired. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed in order to preserve the evidence. In addition, a tyvek was received along with the device. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 379c75, and no non-conformances were identified.